Event description:
Reportability changed based on approved product analysis completed on 03/02/2009. It was reported that during a percutaneous coronary interventional procedure, a stall and rotational issues occurred. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous proximal left anterior descending artery (lad). Initially ablation was performed successfully with a 1.5 mm burr. Then the burr was exchanged for a 1.75 mm, and during ablation the "stall" indicator came on and the rotalink plus unit would no longer rotate. The burr was removed without incident with the guide wire, and the procedure was completed with another of the same devices. Patient's status was reported as 'good'. Approved analysis found a pinhole in the catheter sheath.

Manufacturer narrative:
The rotablator plus unit was connected and a guidewire was inserted in the plus unit on the return of the device for investigation. This guide wire was removed without any difficulty. An initial examination of the complaint plus unit was carried out. A tug test was carried out on the rotalink plus unit as per procedure and no issues were noted. A connect/disconnect test was carried out as per procedure and no issues were observed. An attempt was made to wet test the rotablator plus unit. However it was noted that the catheter sheath had a pin hole approximately 28cm from the catheter housing. It was also noted that there was a kink 64cm from the distal end of the sheath. The pin hole and kink is consistent with over tightening of the hemostasis valve. The catheter could not be wet tested, due to the pin hole on the catheter sheath. The rotablator advancer unit was wet tested as per procedure using a test catheter and no issues were noted with the advancer unit. The burr was microscopically examined and the burr was within specification. The device history record has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause classification is related to user issues. The complaint device was not used in accordance with the directions for use (dfu). The damage to the catheter sheath is with over-tightening of the hemostasis valve. The rotablator dfu states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve".